Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral lithotripsy procedure. According to the complainant, during the procedure, the balloon burst when it was inflated to 15 atms. The ureter was then noted to be damaged with a possible tear. It was reported that there were no stones present near the balloon and that no part of the balloon catheter detached. A stent was placed in the ureter to treat the tear. It was reported that the damage was not a full thickness tear, rather that it was possible the balloon had partially perforated one of the ureteral layers. Later on the same day, a CT scan confirmed the ureter damage. The physician did not complete the lithotripsy procedure due to this event. The patient has been stable since the stent placement and is being monitored. It is unknown whether the physician will attempt the procedure again at a later date.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral lithotripsy procedure. According to the complainant, during the procedure, the balloon burst when it was inflated to 15 atms. The ureter was then noted to be damaged with a possible tear. It was reported that there were no stones present near the balloon and that no part of the balloon catheter detached. A stent was placed in the ureter to treat the tear. It was reported that the damage was not a full thickness tear, rather that it was possible the balloon had partially perforated one of the ureteral layers. Later on the same day, a CT scan confirmed the ureter damage. The physician did not complete the lithotripsy procedure due to this event. The patient has been stable since the stent placement and is being monitored. It is unknown whether the physician will attempt the procedure again at a later date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn both longitudinally and circumferentially. The longitudinal tear was approximately 42 mm in length and the circumferential tear was approximately 6 mm distal to the distal edge of the proximal balloon sleeve. A visual and tactile examination of the catheter shaft revealed no defects. Operational context contributed to this event.